Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device could not be reviewed since the lot number was not provided. Olympus does not ship any device that does not meet all design and safety specifications. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Reconfirmation of complaint failure: olympus tried to replicate the reported failure using a distal cover from a lot number on hand, and confirmed that the distal cover will not come off when it has no damage and it is correctly attached to the scope. Conclusion: the following are presumed to be the cause of the tip cover falling off: the cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to d8 and h6. D8: information added to these fields were inadvertently not included on the initial medwatch. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -the cover was easily removed from the scope because it was not sufficiently attached to the scope. -when the cover was attached to the scope, the tip side of the cover was damaged by pushing it diagonally, and the cover was not sufficiently fixed to the scope. Therefore, the cover can be easily removed from the scope. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported in voluntary mw report (B)(4) and additional information provided by the customer, during an endoscopic retrograde cholangiopancreatography (ercp) stone removal, while the physician was removing stones from the bile duct, the cover came off and was loose in the patient's small intestine. The scope was removed from the patient, reloaded with a new disposable cover, and the procedure was completed with the same scope. This issue led to a 5-10 minute delay in the procedure. At the end of the procedure, the doctor utilized a roth net to secure and to remove the loose disposable cover along with the scope. No objects were retained by the patient. No patient injury or medical/surgical intervention is associated with this event. The distal cap that fell off is not available for evaluation as it was discarded by the facility. The device packaging was not kept so the lot number can not be confirmed.